Event description:
Patient called alleging segments were missing on the lfs meter. Patient had not been testing meter for a month, due to segments missing on the meter. Patient was feeling ill and ws experiencing blurry vision and feeling light headed. The patient felt they had to be tested, so they ws their mde who tested them on his meter and obtained a 189 mg/dl. Md changed their prescription from glucophage to avandia (4mg) once a day. This case is being reported as a malfunction, since segments were missing. There is no evidence of a serious injury at this time.